Event description:
Beckman coulter inc., (bec) field service engineer (fse) visited the customer's laboratory for a service request for an unrelated issue, and the fse found that the nucleated red blood cells (nrbc) mixing chamber is overflowed. The issue is associated with the unicel dxh 800 coulter instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. There was no exposure to the customer. There was no contact to mucous membrane or open wounds. The operator did not seek medical attention. The laboratory has an exposure control or risk management plan in place. Material safety data sheet (msds) was not reviewed. There was no an effect to patient results. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Per phone call with the fse, he found the nrbc chamber had overflowed when he arrived at the account. The fse discovered that the nrbc chamber was not draining due to a blockage. The fse removed the nrbc chamber and flushed it, but could not identify the material removed. The fse described the blockage as a hard material that could not be dislodged with bleach. After the blockage was removed, the instrument tested within specifications. The root cause of this event was the clogged nrbc mix chamber. (B)(4). An MDR associated with this event: 1061932-2011-02028.